Event description:
It was reported that during a routine device check five days prior to a routine device replacement procedure, review of stored device data noted this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of 120 ohms approximately one year ago. Further review of the stored measurements, noted a single high out of range measurement greater than 125 ohms. Review of two stored events where 41 joule shocks were delivered, showed shock impedance measurements of 70-73 ohms following shock delivery. Subsequent measurements were noted to be in the 80 to 125 ohms range. Potential calcification on the lead was suspected. Subsequently, routine device replacement was undertaken. Final shock impedance measurements for this lead upon completion of the device replacement procedure were 94 ohms. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine device check five days prior to a routine device replacement procedure, review of stored device data noted this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of 120 ohms approximately one year ago. Further review of the stored measurements, noted a single high out of range measurement greater than 125 ohms. Review of two stored events where 41 joule shocks were delivered, showed shock impedance measurements of 70-73 ohms following shock delivery. Subsequent measurements were noted to be in the 80 to 125 ohms range. Potential calcification on the lead was suspected. Subsequently, routine device replacement was undertaken. Final shock impedance measurements for this lead upon completion of the device replacement procedure were 94 ohms. This lead remains in service. No adverse patient effects were reported. Additional information was received that high out of range shock impedance measurements greater than 125 ohms continued to be observed and resulted in an alert in the remote home monitoring system. A health care professional (hcp) indicated that programming changes were made to the lead configuration in clinic approximately one month prior. Shock impedance measurements following the programming changes were noted to be 113 ohms. Technical services (ts) reviewed a copy of stored device data and noted that the recent measurements were greater than 125 ohms. Ts noted that in a single coil configuration, higher measurements are not uncommon and discussed the option of increasing the remote home monitoring alert value and continuing to monitor. Ts also discussed potential troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.